Event description:
It was reported that during a splenectomy cholecystectomy procedure, the clips were malforming after about five firings. An alternative er420 was opened which fired without any issues. Procedure was prolonged by five minutes. No patient consequences reported. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information: what vessel or structure was the device fired on at the time of the event? Splenic ileum vessels. Was the clip fully advanced into the jaws prior to firing? No, the clips were ejected into the jaws at 90 degrees to where they should be. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.